Manufacturer narrative:
Extension: model 3708160, serial # (B)(4), implanted: (B)(6) 2008, explanted: unk. Extension: model 3708160, serial # (B)(4), implanted: (B)(6) 2008, explanted: unk. Lead: model 39565-30, lot# n140599005, implanted: (B)(6) 2008, explanted: unk. Recharger: model 37752, serial# (B)(4). Programmer: 37743, serial# (B)(4).

Event description:
It was reported that the neurostimulator battery was either "dead" or not accepting a charge. When the patient's neurostimulator was working it caused severe shocks during movement, which resulted in falls, increased pain, shortness of breath, and increased heart rate. When the neurostimulator was turned off it felt like it was still on to varying degrees. The leads also caused pain when laid on or when pressure was applied. The neurostimulator site was always tender and snagged on the table when the patient would stand up. The patient had an appointment with his physician and a manufacturer representative scheduled for (B)(6) 2012. Additional information has been requested but was not available as of the date of this report.